Event description:
The physician reported that due to a lot of oversensing, a reintervention was performed to replace the subject isoline lead, which was left implanted.

Event description:
The physician reported that due to a lot of oversensing, a reintervention was performed to replace the subject isoline lead, which was left implanted.